Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: b3: unknown event date d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. E1: initial reporter is j&j company representative investigation summary: the product was returned to the service and repair center for evaluation. According to the investigation, the repair technician reported that the device was not able to disassemble from 314.291. The complaint condition was replicated. The complete service and repair evaluation is available a dimensional inspection was not performed as it is not applicable to the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the 398.753 pelvic arm f/collin reduc clamp would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the part of the ¿colinear reduction forceps¿ were fused together. Both sterile processing department staff and the sales rep attempted to remove to pieces but they would not come apart. No patient involvement was reported. This report is for one pelvic arm f/collin reduc clamp this is report 1 of 2 for (B)(4).